Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported by the sales consultant that, wrong package of matrix mandible dcp 2 2ho t1.5 ti, 04.503.723 was in a y plate package. Customer identified different packages with same issue. This same packing mix up issue was found in (B)(6) 2012 and also in (B)(6). Additional info provided found that, lot no. 3373620 that was send is not the right one. Parts have not been received. This is 1 of 1 reports for this event.

Manufacturer narrative:
This device is used for treatment, not diagnosis. The investigation of the complained articles shows that there happened indeed a wrong labelling on the package. Steps have been taken to improve the labeling process.

Manufacturer narrative:
Device was used for treatment, not diagnosis. The investigation could not be completed; no conclusion could be drawn, as no product was received.